Manufacturer narrative:
The field service engineer (fse) was dispatched to the site. The fse replaced the stirrer motor and modular chemistry sample probe because it appeared bent. No assignable cause for the bent probe was identified. No further issues were reported. Although several parts were repaired and the system is functioning, a specific root cause cannot be determined but appears to be related to hardware. This is one of two medwatch reports as two events were reported. This report relates to the single malfunction with multiple unspecified results that were reported outside the laboratory for which no specific patient numbers or details were provided. Reference MDR#2050012-2009-00086 for the report that is related to a specific patient result. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.

Event description:
Customer reported that the unicel dxc 600 synchron system generated an unspecified number of erroneously low and erratic glucose cup results. Calibration and quality controls were within specification following routine glucose cup maintenance. Some of the initial results were reported outside the laboratory; the specific number of results reported out was not known. The samples were re-run, no specific re-run details were provided. The amended results were then reported out of the laboratory. It is not known if there was any change to the patients' care or treatment. There is no report of any adverse event or need for intervention to prevent or preclude an adverse event.